Event description:
Dealer wants pneuff's instead of urethane. Dealer alleges the urethanes are worn smooth, the wheel locks loosened on both sides, and also the dealer alleges our hub locks wear prematurely.